Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A male patient with a salivary stone in stenson's duct, size >1cm underwent a procedure to remove the stone. Ncircle was used to grasp the stone. Stone was too big for extraction but could not let loose from ncircle (tangled around the stone). Using high force ncircle broke and pieces of wire remained tangled up around the stone in the duct. All could be removed surgically in the already planned removal of the stone if it was too big. No adverse effects on the patient were reported to have occurred due to this event. Thin wire tangled up around the stone was left. All could be removed surgically in the already planned removal of the stone if it was too big. No adverse effects on the patient were reported to have occurred due to this event.